Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received 3 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.89 kgf in average and 0.84 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that the thread came loose while sewing. No more information has been provided.